Event description:
Livanova deutschland received a report that the residual current circuit breaker triggers when a heater-cooler system 3t device is switched on. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler (B)(4) 80 is not distributed in the USA, but it is similar to heater-cooler (B)(4) 85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in koeln, germany. The fault current is triggered by a defective compressor. The device should be discarded and disposed of. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In october 2019 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.